Manufacturer narrative:
H3: per the CAPA investigation, the broken talar impactor cover reported was likely the result of previously unforeseen misuse which led to fracture of the device. Correction: h6 problem code.

Event description:
As reported, while impacting the talar component, the arms on the plastic part of the talar impactor snapped off and the protector fell off. The surgeon removed all parts/pieces from the patient. There was a surgical delay of <5 minutes; no adverse events as a result. This event is not associated with a revision of exactech products. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.